Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was taken to the operating room on (B)(6) 2018 for exploration of the catheter. Prior to opening the pump pocket approximately 50cc of cerebrospinal fluid (csf) was drained from the pump pocket. Once the pocket was open and the catheter was exposed, it was noted that the plastic collet was broken off on one side of the connector so there was a complete disconnect that allowed csf to track backwards into the pump pocket. The plastic end of the collet mechanism was completely detached and adhered to the pocket wall/tissue. The spinal end of catheter was not connected and had drained into the subcutaneous tissue. A new collet was used to reconnect. Once reconnected, a sideport aspiration was done through the pump to ensure good connection/flow through the system. The catheter was primed and the patient was restarted back on 130 mcg/day of baclofen at a concentration of 1000mcg/ml. The hospital policy would not allow the rep to take the collet to return to the manufacturer. The patient contacted the rep on (B)(6) 2018 and reported they were doing well and had a follow up appointment with their doctor on (B)(6) 2018. It was confirmed with patient that they did not fall or have any sort of trauma to the pump or pump site in the last few weeks so the doctor was not sure how this disconnect/break in collet occurred. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000mcg/ml compounded baclofen at 275mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient went in for a pump refill on (B)(6) 2018 and was found to have a "puffy" fluid filled pocket. The hcp aspirated clear fluid out of the pocket which they felt was cerebrospinal fluid. An x-ray was taken but the catheter was not able to be viewed since it was an ascenda. The patient was not experiencing symptoms. The patient was scheduled for exploration of catheter/connections on (B)(6) 2018. It was reported the issue was not resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer's representative (rep). It was reported that the patient felt stiff as a board on 270mcg/day of compounded baclofen. The patient requested doctor names as they are considering changing doctors. No further complications were anticipated/reported.